Event description:
The pt required reoperation due to severe aortic incompetence. At explant, the valve had "lost" its original structure and was "totally" destroyed. Only one cusp had identifiable tissue while the other valvular material consisted of calcified fibrotic nodules. The commissures and remaining porcine tissue were "perfectly" flexible. A 21 mm mira valve was then implanted.